Event description:
The user facility reported 75yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported during placement of the pump, the physician encountered major resistance advancing the impella pump in the patient¿s heart. The procedure was aborted with plans for future surgery. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
The investigation for the positioning issue during insertion has been completed. No product was returned for evaluation. As per clinical, doctor attempted to reposition and with catheter being stuck extreme force was applied, catheter kink was noted close to the locking mechanism. The cause of the positioning issue was cath anchor use related. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.